Event description:
It was reported by service report that the foot end of the bed does not work because the power coil cord was broken somewhere in its casing. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.